Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the latch lock sensor failed. The latch lock sensor was replaced to fix the issue.

Event description:
The device was returned due to the system displaying a ¿no cassette¿ alarm even when a cassette was properly inserted. The results of the investigation found that the device's latch lock sensor failed. There was no patient involvement.